Manufacturer narrative:
Per the tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer performed a supply change to address the issue. There was no adverse effect to the customer's blood glucose level.